Event description:
It was reported that merlin at home transmission showed non-sustained lead noise due to post-paced t-wave oversensing on a stored egm. Patient was asymptomatic. Programming changes were made.